Event description:
A nursing manager from a local hospital facility reported that their freestyle flash blood glucose monitor would not power on properly, and as a result, treatment of pts at the facility were delayed. It was reported that pts experienced symptoms of hypoglycemia and hyperglycemia. Pts were treated with orange juice, dextrose, and insulin to stabilize glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. It should be noted that the facility reported using multiple freestyle/freestyle flash blood glucose meters. The meter reported was the only meter indicated to have contributed to the reported event. If any further info is received or investigation results are available, a follow-up report will be filed.